Event description:
Shearing of the plastic covering was noted at the insertion site involving the guidewire, making it unusable. A new kit was opened and a new site for insertion was selected. There were no further complications to the patient.

Event description:
Shearing of the plastic covering was noted at the insertion site involving the guidewire, making it unusable. A new kit was opened and a new site for insertion was selected. There were no further complications to the patient.